Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were in emergency room due to hyperglycemia on (B)(6) 2018 at 7.30 am with blood glucose value was 575 mg/dl or 585 mg/dl. The customer blood glucose level was over 600 mg/dl at the time of incidence and the current blood glucose level was 199 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pen and bolus. Customer reported that they did not allege pump was under delivering. Customer stated drive support cap appeared to be normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir and also declined to check for possible site or insulin issues. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08720 inches. No unexpected low battery alarms noted. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.